Event description:
It was reported that on (B)(6) 2020, a 35mm amplatzer pfo occluder was successfully implanted. The patient was prescribed aspirin pre-procedure and continued taking post-procedure. No anticoagulant agent was prescribed but antiplatelet medications were. On (B)(6) 2020, while the patient was still in the hospital, the patients d-dimer values were increasing so a CT was performed. On (B)(6) 2021, a deep vein thrombosis (dvt) was diagnosed by interpretation. Lixiana/edoxaban and aspirin were continued until (B)(6) 2021. On (B)(6) 2021, tee was performed and noted that shunting had improved significantly, but some was still present. The patient was reportedly discharged from the hospital on 23 (B)(6) 2021. It is speculated that the cause of the the dvt was due to prolonged time in their hospital bed. There is no allegation against the abbott device or implant procedure. On (B)(6) 2021, a tte was performed and showed that there was no shunting.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of deep vein thrombosis and residual shunt was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the patient required medication after the observation of the thrombus. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2020, a 35mm amplatzer pfo occluder was successfully implanted. The patient was prescribed aspirin pre-procedure and continued taking post-procedure. No anticoagulant agent was prescribed but antiplatelet medications were. On (B)(6) 2020, while the patient was still in the hospital, the patients d-dimer values were increasing so a CT was performed. On (B)(6) 2021, a deep vein thrombosis (dvt) was diagnosed by interpretation. Lixiana/edoxaban and aspirin were continued until (B)(6) 2021. On (B)(6) 2021, tee was performed and noted that shunting had improved significantly, but some was still present. The patient was reportedly discharged from the hospital on (B)(6) 2021. It is speculated that the cause of the the dvt was due to prolonged time in their hospital bed. There is no allegation against the abbott device or implant procedure. On (B)(6) 2021, a tte was performed and showed that there was no shunting.